Manufacturer narrative:
One single flothru dpt kit with an IV set and pressure tubing were returned for examination. The reported event of ¿tubing connected to merit flush device got detached¿ was confirmed. The pressure tubing detached from the tubing adaptor of the merit flush device. Residual adhesive like was observed on the inserted portion of the detached tubing, however, the amount of the adhesive seemed less compared to the bond joint of the component from lab. No other visible damage was observed from the kit. The tubing outer diameter was measured near the point of detachment and was within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This issue involved detached tubing at the merit flush device of a pressure monitoring kit. The investigation of pressure tubing concluded that a potential root cause could not be related to edwards dr¿s manufacturing process. All of the process and controls were confirmed to be properly followed; therefore, there is no objective evidence that this nonconformance has been generated in the manufacturing process at dr. It is unknown at this time if any manufacturing processes at infus contributed to the stated event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the disposable pressure transducer tubing connected to the merit flush device detached before use. There were no patient complications reported. Patient demographic information not available at this time.